Event description:
It was reported that the customer's insulin pump was alarming button error after being exposed to moisture. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The device was received with cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.